Event description:
The customer reported battery failure. The customer reported that the unit was not in use on patient. The customer contacted product support and the customer reported that three machines were repaired, and 4 batteries were sent to the customer, but only one could be used normally, and the customer requested to deal with it as soon as possible. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: shanghai city dongsong international export and export trade co. (B)(6).

Manufacturer narrative:
H10: per authorized service personnel (asp), the unit has been repaired. The battery was replaced to address the reported issue.